Event description:
It was reported that a patient had a loss of ac (acromioclavicular) reduction at six weeks post-op when he was lifting a 300 pound tire. The surgeon believes this event was due to patient compliance issues and not failure of the device. It was reported that a revision surgery was performed in 2008. No further patient or outcome information was provided at the time of this report or made available in response to follow-up requests to the reporter. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The product was requested for evaluation, but the explanted device was not returned for an unknown reason, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The original implant lot number is unknown. Device history record review could not be conducted without the lot number. This is the only complaint on this part number. From the information provided, the most likely cause of this type of event is non-compliance to the post-operative protocol. If the device is returned and/or additional patient information is obtained, a follow up report will be submitted.